Manufacturer narrative:
(B)(4). Lot 14e004 was manufactured from may 5, 2014 to may 7, 2014. Evaluation summary: the device was received for evaluation. Visual inspection (via the naked eye) noted a white particle, approximately 0.70 mm in size, floating in the fluid of the reservoir. The reported condition was verified. The particle was identified to be polyester material via fourier transform infrared spectroscopy (ft-ir) scanning. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor had unspecified particulate matter inside the balloon. The unit contained desferrioxamine. There was no patient involvement. No additional information is available.